Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis process (injection site necrosis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: alcantara, a., machado-filho, d., provenzano, r., vieira, l., kim, j., cortes, a, (2021) nonsurgical approach to treat lip vascular complication caused by hyaluronic acid filler, 1-3, doi: 10.1097/scs.0000000000008012.

Event description:
This MDR is related to MDR 3013840437-2021-00187 referring to the same patient. This literature report from (B)(6) concerns a (B)(6)-year-old female patient. She was injected with a total of 1 ml of hyaluronic acid, into the lip, for lip cosmetic filling (intentional device misuse, off label use of device). Immediately, after the treatment with hyaluronic acid, the patient experienced persistent acute pain, followed by ischemia, purplish, loss of sensation, and cold for 24 hours. The physician prescribed postoperative administration of dipyrone (1000 mg) and dexamethasone (4 mg) for 2 days. No signs and symptoms were noted by the injecting physician. After 26 hours from the hyaluronic acid injection, the patient was referred by other colleagues to the institute, and to the first clinical visit. Initial anamnesis and photographic documentation were performed. A vascular complication area on the upper lip, measuring 4 x 2 cm, with acute and spontaneous pain, livedo reticularis of the left labial commissure over the upper region of the upper lip, following the pathway from the upper labial artery, facial artery and erythematous-purplish appearance characteristic of intravascular involvement with local hypoxia, were observed. Paraesthesia and local hypothermia were reported by the patient. It was further described as a severe vascular complication. Once the intravascular impairment was diagnosed, it was decided to start the treatment protocol based on the administration of a high dosage of hyaluronidase. An allergy skin test was performed and showed negative for a hyaluronidase allergy. For the patient 2% chlorhexidine gluconate was used for skin antisepsis. Local anaesthesia of the bilateral infraorbital and mental nerves was performed with mepivacaine without adrenaline. An initial dose of 2500 units of hyaluronidase was applied in the affected areas. Three more sets of hyaluronidase (each 2000 units) were applied on the same day with the g22 cannula. Hyaluronidase has applied in all the pathways through the facial artery, upper right, and left labial and angular, with retrojections. Additional applications were also made in the region of the base of the columella. Immediately after the first application of hyaluronidase, a postoperative protocol was prescribed as recommended. After the first application, the second set of hyaluronidase 2000 units with cannula, was applied in the same regions. The patient still reported severe pain, edema in the region, and hyperemia. A warm compress and massage were performed to help in the vascularization of the region. No immediate changes in skin colour or symptoms were observed after the second, to the fourth application of hyaluronidase. Postoperative recommendations and procedures were recommended to the patient. After the fourth set of applications of hyaluronidase, the patient reported recovering a sense of the region and reported the absence of pain, but without any significant clinical changes. The patient was dismissed with the recommendation of 10 hyperbaric chamber sessions, daily return for a laser phototherapy protocol with a red and infrared laser 2j, for the pathway from the facial, upper labial, and angular artery, with 1 cm of distance between the points. All of the postoperative prescription protocol for 21 days, and laser therapy for 24 days were followed. The beginning of the improvement of clinical aspects was observed after the fourth day. The fifth and sixth sets of hyaluronidase were applied (2000 units), after the second day and third day of treatment respectively. A total of 6 applications of hyaluronidase were applied (11500 units), with 10 hyperbaric chamber sessions, 4 ozone therapy sessions, 24 laser sessions, and 21 days of the postoperative prescription protocol associated with topical cream using dersan twice daily, with diprogenta twice a day and hirudoid 500 mg, from the 5th day of treatment. On the 25th day of follow-up, the use of thioglycolic acid was recommended to remove the deep skin necrotic remains, reducing the spots in the region. After the 35th day, all signs and lesions of the skin disappeared. Within 45 days of follow-up, several scarring or skin sequelae did not note, showing satisfying recovery of the patient. After the 46th day, none of the interventions were performed. After 90 days of follow-up, all areas affected by vascular impairment showed a complete aspect of recovery with no symptoms and flesh lip and nose skin aspect. On the 313th day of follow-up, all affected areas were completely healed and showed a healthy skin aspect. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors, hyaluronidase therapy was crucial and essential to reverse the necrosis process caused by hyaluronic acid fillers. Insufficient experience of a professional to recognize the development of complications was observed in this patient. The use of blunt cannulas was highly recommended in areas prone to vascular complications as lip regions. The superior labial artery was the main artery supplying the upper lip. Hyaluronic acid filler injection in this region with a needle had to be avoided. Usually, the bevel of the needle had 2mm in length, and the risk of the chance to inject hyaluronic acid fillers in the artery and lead to the vascular complication was high. As observed in the patient, it was suggested that the aforementioned clinician injected the hyaluronic acid filler in the facial artery and superior labial artery, compromising the vascular system of the lip and nose region once columellar artery was the branch of the superior labial artery. Precautions included aspiration before injection, followed by a slow injection using a needle, to diminishing the risk of an adverse occurrence. One of the key factors for clinically managing skin necrosis was the execution of the treatment as early as possible. However, in the patient, the application of hyaluronidase was delayed due to an interval of 26 hours from the complication to the patients first attendance. The use of high doses of hyaluronidase with the complementary protocol might be a promising approach in the treatment of severe vascular complication in the lips caused by hyaluronic acid filling.

Event description:
Follow-up information was received on 26-aug-2021: it was confirmed that no company product was used. The outcome of the events was left unchanged. The reporters causality for the event intentional device misuse was changed from not related to not assessed, and the reporters causality for the event off label use of device was change from not reported to not assessed.